Manufacturer narrative:
The following devices were also listed in this report: unknown_mdm metal liner; cat# unk_shc; lot# unknown unknown_accolade ii size 7 127° stem; cat# unk_shc; lot# unknown unknown_biolox +4 femoral head; cat# unk_shc; lot# unknown unknown_56f trident shell; cat# unk_jr; lot# unknown unknown_screw; cat# unk_jr; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to infection. Original plan was to remove all implants, perform a washout, and implant new implants. However, as the shell could not be removed, it was left in situ. A screw, mdm metal liner, adm/ mdm poly insert, biolox head, and accolade ii stem were revised. Rep confirmed that no further information will be released by the hospital or surgeon.